Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned sl360 mulit-implant system (74-0004) was evaluated for the complaint that the surgeon did not like the fit. The x-plate assembly (74-2623) and only one box plate assembly (74-2622), both still attached to tensioner assembly (74-1198), were returned. The x-plate was visually evaluated and found to be in great overall condition and appears unused, whereas the box plate appears to have been attempted to be implanted. The band on the box plate has been passed through the tensioner, but the thumb lock has not been depressed and the pin has not been rotated into the slot on the locking body. The section of the band meant to hold the initial approximation of the sternal halves has been cut. It was reported the procedure was completed using the sternalock blu system instead. Upon evaluation device implantation was attempted but was removed before being fully implanted; therefore, the complaint was confirmed. There were no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to surgeon preference to the sternalock blu system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data.

Manufacturer narrative:
The part and lot numbers of the screws are unknown at this time. Review of device history records for the plates show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon was closing a sternotomy following a cv procedure. The surgeon uses this system frequently for closure, however he did not feel comfortable with the way it was fitting for this particular patient. The surgeon elected to remove the system during the same procedure and replaced it with sternalock blu. There was a delay of 34 minutes.

Manufacturer narrative:
Based on the product return, the following fields were updated: device available for evaluation?, date received by MFR., if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. A follow up report will be sent upon completion of the device evaluation.